Event description:
The customer alleged a leaking reservoir and an eo5 message. The customer stated no adverse reactions were involved from the leak. The unit was taken out of service. Advanced sterilization products (asp) later contacted the customer, she stated the cidex opa solution leaked onto the floor. No injuries were involved. The customer cancelled the service request and resolved the issue. The unit has been in operation.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The customer resolved the issue. Customer resolved the issue.